Event description:
The device was used during a low anterior resection procedure. Reportedly, the handle broke and the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.